Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that when the patient leans forward or lies down in bed, there would be a change in stimulation. The consumer stated that stimulation would increase and then it would go away. It was noted that the patient had a lying position programmed. The consumer stated that the change in stimulation hadn¿t been uncomfortable for the patient. It was noted that the issue had been present since the patient was implanted on (B)(6) 2014 the patient was to follow up with their healthcare provider (hcp). Indication for use is non-malignant pain.